Manufacturer narrative:
As reported by our affiliate, there was a balloon leakage/rupture involving this product during pta at a severly calcified lesion. The target lesion was the superficial femoral artery with additional characteristics of moderate tortuosity and 99% stenosis. The patient was a male, age unknown. There was no reported patient injury. The product is not available for evaluation and testing as it will not be returned. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon/leakage, rupture.